Event description:
A vague report of pump being involved in an accuracy issue while being used with a pt. No specific info wwas recieved. No pt injury was reported.

Manufacturer narrative:
Section f completed by the MFR based on limited info received from the reporter. **evaluation summary the infusion pump was evaluated at the hosp by an authorized field service rep at the request of the hosp. No abnormality was found in the flow accuracy of the pump.